Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "white screen" is confirmed. During the visual inspection of the internal hardware, one of the u1 firmware pins and one of the socket pins were noted to be damaged, which is the suspected cause of the white screen. The root cause of how the components became damaged is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. This issue will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on the patient, the staff stated that the "display did nothing, you could only see that the backlight came on". As a result, the pump was switched out quickly. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use on the patient, the staff stated that the "display did nothing, you could only see that the backlight came on". As a result, the pump was switched out quickly. There was no report of patient complication or serious injury and death.